Event description:
Spacelabs received a report that a spacelabs anaesthesia machine in use in (B)(6) had no fresh gas flow (oxygen, n2o, anesthetic agent) delivered to the breathing circuit although the flow meters indicated the flow was present.

Manufacturer narrative:
Spacelabs is working with a local service manager to conduct tests and collect information. Initial testing at the customer's site duplicated the reported symptoms. As testing continued the device began to operate and the symptoms could not be reproduced. A replacement anaesthesia system has been sent to the customer so that the suspected parts can be returned to spacelabs for testing. Spacelabs is waiting to receive those parts to start our investigation. No one has been injured as a result of this alleged malfunction. We will provide a supplemental report once our investigation is complete.

Manufacturer narrative:
The parts used inline of the fresh gas flow path (fresh gas flow sensor, the backbar assembly, and the common gas outlet (cgo) assembly) were returned to spacelabs for investigation. The parts were inspected for abnormalities, debris, and occlusions. All parts were clean and intact. These parts were installed into a similar bleasesirius anesthesia machine, serial number (B)(4), and tested for over 10 hours. No leak was detected; all parts worked as designed. We are unable to reproduce the reported failure. The results of spacelabs investigation lead us to conclude that the bleasesirius anesthesia machine functioned per specification. The customer has been advised that the symptoms reported may be observed if the vaporizer was not properly installed. In fact, the customer incorrectly mounted the vaporizer and noted the symptoms it had reported. The customer has been referred to the product operations manual, which explains correct mounting of vaporizers. Additionally, spacelabs provided a hands on demonstration to the customer regarding proper mounting of vaporizers. No one has been injured as a result of this alleged malfunction. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a spacelabs anesthesia machine in use in (B)(6) had no fresh gas flow (oxygen, n2o, anesthetic agent) delivered to the breathing circuit although the flow meters indicated the flow was present.